Event description:
Our medline pill crusher is noted on two occasions to have some of the plastic from the device itself mixed with the crushed medication. This was noted to occur while crushing a b12 tablet as well as salt tabs. A new pill crusher was used for each of the medications. This problem was identified prior to administering to any patient so there is no harm or specific patient involved.